Event description:
It was reported that the subject flow diverter stent was implanted at left ica c4 in a patient. During 6 month follow up, it was confirmed by dsa that there was stenosis in the subject flow diverter stent (stenosis rate: 76-100%) and parent artery stenosis (stenosis rate: 1-25%). Preoperative mrs: 0,. Postoperatively, mrs on (B)(6) 2022 (a day before discharge) was 0, mrs on (B)(6) 2022 (6 months follow-up) was 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from on (B)(6) 2022 to now (ongoing). Clopidogrel 75mg/day: from on (B)(6) 2022 to on (B)(6) 2022, clopidogrel 25mg/day: from on (B)(6) 2022 to on (B)(6) 2022. Clopidogrel 25mg/day was re-administered from on (B)(6) 2022 to now (ongoing), but relationship between the reported stenosis and this administration is unknown. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. Adverse event 1: stenosis in flow diverter stent (stenosis rate: 76-100%), adverse event 2: parent artery stenosis (stenosis rate: 1-25%). The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.